Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. During troubleshooting with tandem technical support (cts), the customer attempted to run the fill tubing, however did not see any insulin drops from the cartridge tubing and had received a 50 minimum notification. The customer loaded a new cartridge and was able to resume insulin. There was no impact to the customer's blood glucose level.